Manufacturer narrative:
This report is for an unknown plates: tomofix osteotomy/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: this report is being filed after the review of the following journal article: shivji, fs, et al. (2020), ten year survival rate of 89% after distal femoral osteotomy surgery for lateral compartment osteoarthritis of the knee, knee surgery, sports traumatology, arthroscopy, page 1-6, (united kingdom). The purpose of this retrospective cohort study was to assess the accuracy, safety, and survival of distal femoral osteotomy surgery for lateral compartment osteoarthritis of the knee. Over an 8-year period (2009¿2017), 81 patients undergoing 86 primary distal femoral osteotomies were included in this study. There were 45 males and 41 females with a mean age of 48 years. 3 of the osteotomies were lateral opening wedge and 83 were medial closing wedge. Fixation was achieved using an unknown synthes tomofix plate. All patients were allowed to partial weight bear for 4¿6 weeks and then progress to full weight bearing depending on radiographic progression. A full range of movement of the knee was allowed immediately with no bracing. Post-operative knee x-rays were taken before discharge, at 4¿6 weeks and 3, 6 and 12 months. Long-leg films were taken at 4¿12 weeks once comfortably weight-bearing. The mean follow-up was 99 months (sd 27 months). Complications were reported as follows: 1 patient died from pulmonary embolism in the early postoperative period. 1 patient had non-union and was revised. 1 patient had an osteotomy collapse and was revised. 1 patient had metalwork failure and was revised. 3 lateral opening wedge osteotomy patients had pre-operative grade 4 arthritis and were revised to arthroplasty. The mean time to arthroplasty surgery was 42 months (sd 15 months). This report is for the unknown synthes tomofix plate. This is report 1 of 2 for (B)(4).